Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and expired the same day. These claims were allegedly caused by the exposure to the prod administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.